Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. It was reported that since about a week prior to (B)(6) 2016 there was fluid in the pocket as the ins site was swollen, but the site wasn't red and the patient did not have a fever. Beginning around the same time the patient also had been having difficulty communicating with the ins using the patient programmer. The patient went for a walk on (B)(6) 2016 and suddenly felt a burning sensation in the opposite leg where they normally had pain. It was noted that the painful leg was well covered with stimulation and therapy was working well. The patient didn't feel any tingling or burning at the ins pocket site and the burning in the leg/foot was random and occurred even when the stimulator was off. It was noted that there were not any falls or trauma reported that could be related to this issue, but the patient had started walking and increased their activity. The rep attempted to run impedance measurements at 0.70 volts but had to stop due to the patient feeling burning in the leg/foot. The rep successfully ran impedance measurements at 0.25 volts and everything was within normal range (967-1422 ohms). The rep was also able to check group impedance and obtained 611 ohms. The rep noted that the patient had one anode and one cathode on each lead and normally ran around 1.5 volts amplitude. On (B)(6) 2016, they had to turn stimulation amplitude up to 2.6 volts for the patient to feel anything. While the rep was on the call with technical services on (B)(6) 2016, the patient had x-rays which showed that the left lead pulled out of the epidural space. The rep was going to take programming off the left lead in hopes of resolving the burning sensation. The issues were noted to have been a sudden change that began in 2016 about a week prior to (B)(6) 2016. Additional information received from the rep reported that reprogramming was performed and the patient had better coverage and pain relief. It was later determined that the lead was not out of the space and had not moved post implant. The burning was still present but only with activity and that continued with stimulation off. It was new pain. Her chronic pain was being controlled with the new programming. Further information indicated that the fluid resolved with time and the communication and swelling issue had been resolved as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.